Event description:
Information was received from the physician that the increase in seizures was above pre-vns baseline levels and was caused by vns stimulation, low battery, and medication changes. No other relevant information has been received to date.

Event description:
It was reported that the patient had an increase in seizures requiring battery replacement. No other relevant information has been received to date.